Manufacturer narrative:
A philips authorized service provider evaluated the device. Based on the information available, the cause of the reported problem was confirmed and traced to the ECG lead cable failure. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Reported problem was solved by customer, after replacing the ECG lead cable, device was successfully returned to service. No further information for the cause of the reported problem and resolution was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device cannot recognize ECG value during the self-test. No patient involvement at the time the issue was discovered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone and reporter phone: (B)(6).

Event description:
It was reported the defibrillator could not recognize the electrode line signal and could not be used. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.